Event description:
It was reported that this right ventricular (rv) lead appeared to have dislodged. The dislodgment was confirmed through x-ray. It was also noted that the patient suffered a pericardial effusion. This lead was successfully repositioned. No additional adverse patient effects were reported.